Manufacturer narrative:
Product still implanted. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional informations were requested , the investigation still in progress conclusion is not yet available . Device not returned to the manufacturer.

Event description:
Roi-c : anchoring plate broken 6 months post-op. Six months post-op xrays revealing two roi-c plate fractures. Surgeon reports no complications and no patient reported complaints. From reporter no trauma associated with this case was communicated. No revision is scheduled additional information was requested about initial surgery and event context investigation still in progress.

Event description:
It was reported that two roi-c anchoring plates fractured six (6) months post-operatively. The devices remain implanted and no revision surgery is planned at this time. There are are no reported patient complications. This is report 2 of 2 for this event.

Manufacturer narrative:
Corrected information: a1, b2, b5, d1, d2 (common device name), d4 (UDI number), e1, e,2 e3, g3, and h6 (method codes). Additional information: a5, b6, b7, g5 (510 number), and h6 (patient, device, results, and conclusions codes). H3: information was entered in error; only the check box for 'not returned to manufacturer' should be checked. The device was not returned for evaluation; however, an x-ray was provided and used for evaluation. The anchoring plate was confirmed to have fractured post-operatively, however the cause cannot be determined since a full evaluation was unable to be performed. A review of the DHR did not find any issues which would have contributed to this event. The labeling was reviewed and indicates fracture of implant components is a potential side effect.